Event description:
Add'l info rec'd form rptr 5/27/04: the spokes failed on the right front wheel rptr was pushing spouse across a street when the wheel failed. When the wheel failed, the chair pitched forward tossing pt onto the pavement which broke shoulder. Rptr is pursuing this problem legally with the MFR. During the legal proceedings that rptr has learned the the FDA has received reports of 28 similar failures. Rptr has also learned that the FDA has told the MFR to fix this defect and has told them how to fix it. But the MFR has not yet made the repairs and rptr does not understand why the FDA has not forced the MFR to fix the chairs.

Event description:
Pt was thrown from a wheelchair after the wheel broke. The right wheel practically disintegrated. Pt substained a badly broken shoulder that required a prosthesis. The wheel was 16 years old. Lawyer found out that the MFR had received 29 similar reports during the last 10 years, which were submitted to FDA by the MFR. During the case, invacare declined to retrieve the w/c for analysis. More recently invacare has requested the w/c to repair a defective armrest, but pt's family has refused to give it to them. The armrest cracked shortly after it was delivered.